Event description:
During the evaluation of the trilogy100 ventilator at the manufacturer's service center, a "critical error" code e-193 and e-290 was found in the ventilator's downloaded error log. Internal li-ion battery permanent failure. Failure of internal battery may impact therapy. The device was scrapped.